Event description:
This event was reported to the manufacturer by the patient's contact lens prescribing and retailing optician, as reported to them by the patient. The patient reports that on (B)(6), a contact lens had torn in the eye during lens removal and the patient would like to be seen for assisted lens extraction. No optometrist was available to examine the patient and they were referred to seek assistance from another optometrist or report to an emergency care facility. The patient went to the e.r where they were able to remove the remaining portion of lens, the patient states they were informed of a corneal abrasion and an unspecified infection. The patient was instructed to temporarily discontinue lens use. No additional details of medical interventions, treatments or medications, diagnosis or outcome were provided regarding the emergency visit. The prescribing optometrist contact the patient by phone following the event on 10 november. The patient was reminded to remain out of lenses until instructed by a doctor to resume and to use a hydrating eye drop as needed. No additional details of the event have been provided. This event is being reported in an abundance of caution due to the alleged infection of unknown type or severity, with a lack of medical information, unconfirmed diagnosis, and unknown patient resolution and potential for serious or permanent injury, or medical intervention or medication to prevent or preclude such occurrence, associated with some types of ocular infection. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformance's. Based on the available information, no root cause could be established. A relationship between the coopervision device and the incident could not be confirmed.